Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. A quote for the defective sensor interface board was issues to the customer but not accepted at this time. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a manifold pressure sensor failure preventing mechanical ventilation. There was no report of patient involvement.